Manufacturer narrative:
One opened probe was received with cut off tubing, no radio frequency identification (rfid) returned, without tip protector in a bag. The sample was visually inspected and found to be conforming. The probe needle was fit tested for function through a ring gauge and was found conforming, the probe needle travel in and out of the ring gauge under its own weight. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming, therefore a probe trocar fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar was pulled out when the vitrectome was removed and sutures required during vitrectomy surgery. The surgery was completed on the same day by replacing both vitrectome and trocar. The patient issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).